Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the calcified lesion resulting in the reported failure to advance and the reported difficult to remove. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is captured under a separate medwatch number.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with calcification. The proturn guide wire tip failed to cross and then became stuck in the lesion after being in the anatomy for 2-3 minutes. The wire was removed individually without issue. The same issue occurred with another proturn guide wire. There were no adverse patient effects. A non-abbott guide wire was used to complete the procedure. No additional information was provided.